Event description:
Information was received from a consumer about an undetermined number of patients. The consumer reported that they saw on medline that there were individuals who had defibrillation and dbs, and the outcomes were not good. The caller stated they have no further information or details on these events. No further complications were reported or anticipated.